Manufacturer narrative:
Correction: this report was found to be a duplicate of an event already reported in 9610773-2024-30452 for a1-patient identifier (B)(6). Refer to that report for all relevant information on the event.

Event description:
It was reported that the rigid video scope had a flickering image prior to an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a flickering image prior to an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.